Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A biomed tech reported that a system received a system message and a lamp burst during a procedure. The procedure was completed when they switched to the auxiliary lamp. There was no pt harm.